Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. A visual inspection was performed and found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was 122 mg/dl and current sensor value is 94. The sensor glucose and blood glucose difference is with in acceptable range. During the troubleshooting, customer removed the sensor and found out the cannula was very bent. The customer was advised to remove and replace sensor. The customer was advised that we will ship a replacement sensor and asked to return the product for analysis.